Event description:
It was reported that out of range issues occurred between the transmitter and pump with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) of approximately 36-54 mg/dl. The customer's healthcare provider believed the customer received an unwanted dose of insulin as customer was riding a roller coaster; however, this could not be confirmed, and ultimately the cause was not known. Bg was addressed by the customer via consumption of carbohydrates, nasal glucagon, and a glucose shot. At the ER, customer was treated with intravenous saline. Customer was discharged later the same day with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.